Manufacturer narrative:
Product analysis:macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation.

Event description:
Pre-operative diagnosis: skull base deformity it was reported that screws were found to be slipped. The physician had to replace them with new ones to complete the surgery successfully.no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.